Manufacturer narrative:
Siemens' investigation into the reported issue is on-going and supplemental report will be submitted upon completion.

Event description:
It was reported that during internal testing in a siemens test environment, a multi iso center resumption f12 abort workflow was performed however the iso movement information was not sent to the control console as it should have been. Reportedly, after performing the workflow described in the instruction manual, the expected system behavior would be that the control console would receive the delta position to move the table to iso center 1 and then, to iso center 2 as the beam was interrupted during the iso center 2 beam position. The observed behavior was that the delta was not sent to the control console and the table remained at the initial setup position or first isocenter position, which is incorrect and could lead to mistreatment of a patient in a clinical environment. However, there was no patient involvement as the issue was detected during testing in a siemens test environment in (B)(6).